Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000425177 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to function while the doctor was attempting to cauterize the branches, despite being properly connected to the power supply. After three consecutive kits were found to be non-functional, the fourth kit operated successfully, allowing the procedure to continue. No injury.